Event description:
It was reported that the air detector was falling off. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error in the event history log. The customer reported problem was verified. The investigation found that air detector was defective and inoperable/physical damaged. For corrective action, the air detector was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 09-mar-2022 for damaged housings. It could be possible that the air detector was damaged in the previous repair, but there is no indication of any issue with previous repair in the evaluation., corrected data: correction: d4: model number: 2120.